Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the balloon, shaft and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the distal seal and was not returned, confirming the reported separation. The material at the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The hypotube was separated 21.5 cm distal to the strain relief tubing. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple bends through out the entire length of the hypotube. The inner diameter of the tip at the separation was measured and met manufacturing criteria. The stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous and heavily calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered, if force was applied, the hypotube kinked and further manipulation would have contributed to the hypotube separating as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Additionally, the force applied in the attempt to cross the lesion likely contributed to the tip becoming damaged and ultimately separating. The instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The separated tip was not found and may remain in the patient anatomy. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for stent damage and crimped stent profile. Additionally, all stent delivery systems are 100% visually inspected online for damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations or tip separations for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the occluded and fibrotic calcified right coronary artery, pre-dilatation was performed using a voyager nc dilatation catheter. A 2.5x12 xience v stent delivery system was advanced but due to the heavy calcification, the stent system could not cross the lesion after multiple attempts. The delivery system was removed from the anatomy and a 2.5x12 xience prime stent system was used successfully. There was no adverse patient effect and no significant clinical delay in the procedure. Return device analysis revealed the tip of the distal seal and the hypotube were separated. Additional reported information indicates that the hypotube and tip separation occurred during forceful maneuvering of the stent delivery system through the lesion. Repeated attempts were made by the physician to push the stent delivery system. Subsequently, the hypotube and the tip of the distal seal separated. Cath lab staff has no knowledge of the location of the tip and there was no other specific information provided.